Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer had a couple of low blood glucose readings in the 40's mg/dl. Customer also had a couple of high blood glucose readings in the 300's mg/dl. Customer thinks that it is from carb counting. Customer was working with his health care professional regarding the issue. Customer will upload to carelink for their next visit. Customer declined to speak with the helpline.